Event description:
Customer reported device = hi, family member transported to the emergency room. (ER) hospital device = 86mg/dl. No treatment. No controls. A request was made for return product and replacement product was sent.